Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high thresholds with loss of capture. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtba1d1 implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance warnings on the high voltage coils. The lead detection therapy was programmed off. The patient was given a lifevest and was scheduled for a lead replacement at a later date. The pace/sense function of the lead remains on with the lead remaining in use. No patient complications have been reported as a result of this event.